Manufacturer narrative:
The manufacturer received a urf-v2r scope for evaluation. The user's complaint for scope sheath damage was confirmed. The manufacturer performed a visual inspection on the device and noted the distal end was broken. The distal end was broken at the base of the bending section area exposing metal. During inspection there was sufficient evidence of metal protruding outside the bending section cover with no sharp edge. The manufacturer noticed that the elements inside the bending section were still connected together regardless of the broken skeleton. The bending section cover was removed which revealed no other sharp edges on the bending section skeleton. The instruction manual it states, "do not twist or bend the bending section with your hands, and equipment damage may results." The bending section was manipulated; the movement was abnormal due to the broken skeleton. The leak test could not be performed due to the broken bending section. Based on the evaluation the manufacturer was able to confirm the user's complaint. The most likely cause of the broken bending section skeleton was due to excessive force which from mishandling.

Event description:
It was reported that there was damage to the shaft of the endoscope. It was further stated that there was a broken bending section and metal protrusion. The event occurred towards the end of the procedure there were also kinks/buckles noted. There was no injury and the patient was sent home.